Manufacturer narrative:
Additional information: the brand of contrast used in the procedure is unknown. Correction: the maxi ld balloon catheter was not returned, and therefore will not be available for analysis. Complaint conclusion: during use a 7f 15x40mm maxi ld balloon catheter burst during inflation of a mounted 10x40mm palmaz xl stent. The balloon caught on the palmaz stent and the balloon catheter could not be removed. An unknown sheath introducer was inserted inside the stent in order to remove the balloon catheter. The balloon was removed intact and the procedure was finished successfully. There was no reported patient injury. The target lesion was located in the pulmonary artery. The lesion was not calcified or tortuous, and the rate of stenosis is unknown. During the percutaneous transluminal angioplasty procedure, an unmounted 10x40mm palmaz stent was mounted onto a 7f 15x40mm maxi ld balloon catheter. There was no difficulty experienced while prepping the devices. The balloon catheter and the stent were delivered to the lesion and the balloon was inflated. An encore indeflator was used to deliver the 50:50 contrast and saline. During inflation, the balloon had burst at an unknown level of atmospheres. However, the palmaz stent was fully expanded. As the operator attempted to remove the balloon catheter, it was found that the balloon was caught on the stent and could not be removed. An unknown sheath introducer was delivered inside of the stent and the balloon was successfully retracted. The balloon was found to be intact and there were no residuals of the balloon left inside of the patient. The procedure was finished successfully. There was no complication experienced with the stent. There was no reported patient injury and the patient is currently in stable condition. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported balloon burst and withdrawal difficulty ¿ caught on stent, could not be confirmed and the exact cause could not be determined. Based on the information available for review, handling factors during the crimping process may have contributed to the balloon burst. Difficulty withdrawing the balloon from the expanded stent may have been due to the profile of the ruptured balloon. Neither the DHR nor the information available for review suggest that the reported difficulties could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
According to the affiliate, a 7f 15x40mm maxi ld balloon catheter burst during inflation of a mounted 10x40mm palmaz xl stent. After the stent was fully expanded, the balloon caught on the palmaz stent and the balloon catheter could not be removed. An unknown sheath introducer was inserted inside the stent in order to remove the balloon catheter. The balloon was removed intact and the procedure was finished successfully. There was no reported patient injury. The target lesion was located in the pulmonary artery. The lesion was not calcified or tortuous, and the rate of stenosis is unknown. During the percutaneous transluminal angioplasty procedure, an unmounted 10x40mm palmaz stent was mounted onto a 7f 15x40mm maxi ld balloon catheter. There was no difficulty experienced while prepping the devices. The balloon catheter and the stent were delivered to the lesion and the balloon was inflated. During inflation, the balloon had burst at an unknown level of atmospheres. However, the palmaz stent was fully expanded. An encore indeflator was used to deliver the 50:50 contrast and saline. As the operator attempted to remove the balloon catheter, it was found that the balloon was caught on the stent and could not be removed. An unknown sheath introducer was delivered inside of the stent and the balloon was successfully retracted. The balloon was found to be intact and there were no residuals of the balloon left inside of the patient. The procedure was finished successfully. There was no complication experienced with the stent. There was no reported patient injury and the patient is currently in stable condition. The maxi ld will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: encore indeflator, emerald guidewire, terumo sheath introducer, unknown sheath introducer, palmaz xl 10x40mm stent, catalogue # p4010, lot # n0410320.